Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp needs to be replaced, the footswitch cable was damaged and a system message was displayed. There was no patient involvement. Additional information was requested and received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, several components were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 26, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported lamp issue can be attributed to the lamp ,which exceeded its maximum rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The root causes of the reported event(s) could not be determined conclusively. The manufacturer internal reference number is: (B)(4).